Manufacturer narrative:
There are no reported injuries associated with this incident. The investigation is ongoing; investigation not yet completed. A follow up report will be submitted once the investigation is completed.

Event description:
During preventive maintenance check the ultrasonic function was not working on bay 1 of the system 83 plus 9 washer disinfector. Bay 1 was taken out of service.